Event description:
Info received indicates the unit cracked and leaked after 4 hours of ECMO use and was changed-out during the case. Although the pt later expired, the health care professional stated the death was not device-related.